Manufacturer narrative:
(B) (4): (B) (4)

Event description:
Same case as 1527460-2010-0018 and 1527460-2010-00109. The complainant reported an under-delivery. It was reported that the intended delivery amount was 300 ml per hour over 5 hours; however, 150 ml was delivered in 5 hours, which was determined by visual assessment.